Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that she has had loose stools for the past several weeks. The stool has been leaking on the skin but she has only changed the skin barrier once every 2 days because her husband does it for her and he does not want to do it. Also, the product is too large and the skin is not being protected with anything. The end user states that she has a very red, dry, burnt area of skin. The end user was advised that she needs a smaller size appliance and that her skin needs to be protected from the stool. Sending appropriate samples. The end user will call her wound ostomy continence nurse if there is no improvement. The end user was also encouraged to learn how to change her own appliance. The end users subsequent outcome was not reported.